Event description:
During follow-up, high capture threshold and loss of capture were observed on the right ventricular (rv) lead. The physician attempted to reposition the lead but the lead helix would not extend or retract. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. The reported events of high capture threshold and no capture were not confirmed while the reported event of the helix would not extend nor retract was confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination found the inner coil over-torqued in the connector region and blood in the helix region prevented the helix from extending. The lead was dissected and the inner coil was exposed. After cleaning the helix region and applying torque directly to the inner coil, the helix was able to extend and retract. The extended helix was found to meet specification. The cause of the reported event of the helix would not extend nor retract was isolated to the blood in the helix region and an over-torqued inner coil in the connector region which is consistent with procedural damage.